Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin and a bolus was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.